Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu.. Bacterial identification: n/a. Based on the data provided, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (i.e., scratches, cracks, damaged channels) could be a source of micro organism. Without cds information from the customer, we are unable to correlate any potential lapses in reprocessing with the validated procedure in the IFU. Customer identification of e. Coli does raise concerns about potential lapses in manual cleaning. After reprocessing by olympus, the customer's findings could not be confirmed and hmi was within acceptance criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the colono videoscope tested positive for >60 cfu of enterobacteria (e. Coli). The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.